Event description:
Livanova received report that a s5 hlm roller pump showed alarm code 429 (fault in motor controller), both with and without tubs inserted. There was no report of patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code.h11:device log files were retrieved and analysed, confirming multiple error messages associated with error code 429. This message indicates that the measured current value differs from the setpoint value.through follow-up communications it was learned that the livanova field service engineer inspected the pump and identified that the hms board was damaged, and the hmf board showed signs of saline contamination.as troubleshooting the hms 0409 board (pn 90-305-770) and the hmf 0408 board (pn 90-305-760), were replaced. After replacement, testing was successfully performed, and the unit returned to full working order.complaints database review was performed and identified that no previous similar events had been reported since device installation.statistical data analysis was performed and did not reveal any trends related to the reported event.based on the investigation findings, the root cause of the event has been attributed to a faulty motor control boards hms 0409 and hmf 0408, due to wear and aging of the components.failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impact (drops and falls), and power overloads/surges but also to variability of micro subcomponents.the risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.